Manufacturer narrative:
Evaluation summary: results - (other): visual inspection of the returned product showed that the lens was stuck in the cartridge. Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant a aq2010v silicone lens. The lens stuck in the cartridge and would not advance. No patient injury. The facility stated that the cartridge malfunctioned.